Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead and the helix extended. Helix will not extend due to distal conductor distortion within the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant procedure the right atrial (ra) lead dislodged and the physician was unable to retract the helix to reposition. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.